Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor gel smooth hi-rnd 225cc gel breast prosthesis, catalog #350-4225bc, lot #13454. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor gel smooth hi-rnd 225cc gel breast prostheses when the left prosthesis ruptured after implantation. In addition, the patient developed capsular contracture (baker grade IV) in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 200cc gel breast prostheses on (B)(6) 2018. During explantation surgery, it was observed that the right prosthesis had ruptured as well. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 08/21/2018, mentor completed the investigation on the suspect medical device. The device was received with clear gel. Gel was observed on the shell surface. During evaluation the device was severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. No other issue observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the black material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).